Manufacturer narrative:
There was no information provided regarding the lot number of the antigen test kit; therefore could not conclude if the test kit received was a counterfeit product or not. A false negative result may occur if the test result is read before 15 minutes or after 30 minutes. There was no indication to confirm or deny if the user/patient had utilized the test kit appropriately as per intended use or off us

Event description:
The user was noted to have reported via voicemail, as follows: I did a covid test on my daughter, it came back negative. The next day she was feeling worse, we went to a walk-in clinic - they tested her and she was positive. That same day I went home and tried another health test and she was negative. Are these tests able to detect new variants? Are there reports of this not happening?